Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe and remained in the pt's skin. The needle was removed with the clinician's fingers. No needle-stick took place. There was no pt or clinician injury reported.